Event description:
Pt had intermittent loss of capture of ventricle. Heart rate had been in the 30's to 40's. Pt has been on atenolol. Pt was admitted for pacer revision. Pt appeared to tolerate the procedure well.